Event description:
It was reported that a patient underwent a surgical procedure on (B)(6) 2013 and suture was used. During knotted suturing of the galea aponeurotica, the needle broke in a snap when passing through the tissue. The needle piece was retrieved during the procedure. There was no adverse consequence to the patient.

Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Manufacturer narrative:
(B)(4): a needle that was missing the point end was submitted for this evaluation. A visual inspection revealed indents and scuff marks around the break areas produced during handling by a surgical needle holders or some other gripping devise. The needle fractured due to tensile overload generated during severe mechanical deformation, with signs of ductile failure. There are no signs of manufacturing defects found on the needle.